Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle hub separated from the relion® insulin syringe before use. The following information was provided by the initial reporter: "relion consumer reported, needle hub separated when removing shield prior to injection. Shield was difficult to remove".

Event description:
It was reported that the needle hub separated from the relion® insulin syringe before use. The following information was provided by the initial reporter: "relion consumer reported, needle hub separated when removing shield prior to injection. Shield was difficult to remove."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/24/2020. H.6. Investigation: customer returned five (5) 0.3ml insulin syringes from an open polybag from lot 9343416. Consumer reported the needle hub separated when removing the shield prior to the injection and the shield was difficult to remove. All five returned syringes were examined, and it was observed that 4 out of the 5 syringes exhibited a separated needle hub/shield assembly; no damage to the barrel tip was observed. It was observed that one of the separated hub assemblies exhibited adhesive splatter on the hub. The one syringe that did not exhibit hub separation was tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number shield removal force (lbs) sample 1 4.88. This syringe tested within specification, and no evidence of manufacturing defect was observed. A review of the device history record was completed for batch # 9343416 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200866986] noted that did not pertain to the complaint. Needle line process summary: the racks carrying the hub with cannula move further down along a rail, a pullout device moves the cannula out a small distance for adhesive to be applied. During the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. The cannula is then re-inserted into the hub with vacuum. The pim inspection systems looks for adhesive clogs, splatter and rejects the needle assemblies in the process. DHR, l2l dispatches, logbook entries nothing pertaining to this defect was found. Syringe assembly process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries nothing pertaining to this defect was found. No root cause determined. CAPA#1630423 was initiated. H3 other text : see h.10.